Event description:
It was reported that patient underwent a surgical procedure due to old implant inflatable penile prosthesis (ipp) reservoir herniated and doctor exchanged reservoir and put same cylinder back in and closed. No information about the patient outcome is available at the moment. Additional information was received. Reservoir was out of its space and patient could feel it. No adverse patient effects.